Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation, additional event and device (lot number) information received and updated method code. The device remains implanted. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures. However, because qa's examination may not conclusively confirm or disprove the report of urinary retention, qa accepts the physician's observations of such as the reason for intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. The full cm response is attached to this complaint.

Event description:
Additional information received stated the urinary retention resolved (B)(6) 2017.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Urinary retention. Date of onset event : (B)(6) 2016. Treatment : prolongation of hospitalization - intermittent urinary drainage. After hospital discharge ((B)(6) 2017) : post void residual volume on (B)(6) 2016 = 180 ml. Post void residual volume on (B)(6) 2017= 360 ml (very large bladder capacity over 750 cc with impaired bladder sensation). Status of the event : on going. Device still implanted in patient on (B)(6) 2017.